Event description:
Reporter noted hole in retina, immediately inferior to infusion cannula placement at equator, during six week post-op vitrectomy check; scleral buckle required. Feels shorter cannula seems to make contact with side wall in acute manner, when a longer cannula would not, during normal manipulatin of eye.